Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies were found. Interaction with a magnet may have produced the behavior seen.

Event description:
It was reported that during interrogations, the device 'intermittently suspends at random' and the magnet warning screen appears. This was reportedly observed during a wireless interrogation session, with no magnets present. It appeared to be trigerred by shoulder movement. It was also reported the patient heard the device beep randomly for two days. When a magnet was intentionally placed over the device, it did suspend, appropriately. The device was explanted and replaced, and the same issue was seen with the new device. It was then discovered that the patient's shirt had magnets in the front seam, snaps, to hold it closed. No patient complications have been reported as a result of this event.